Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The option-lok male adapter of the tubing set was connected to an unspecified primary tubing set. The tubing set was being used to deliver an unspecified antibiotic. It was reported that after the delivery of medication was complete, the tubing separated from the option-lok male adapter while the nurse was disconnecting the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.